Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported even is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products ¿ unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04560, 0001825034-2017-04561, 0001825034-2017-04562.

Event description:
It was reported patient had a hip replacement on an unknown date and is experiencing pain. Patient reported to taking pain medicine with little relief. Attempts to obtain additional information have been made; however, no more is available at this time.